Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory found no recorded faults or resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a battery longevity analysis of this pacemaker was requested. Engineering analysis of device data revealed a slow increase of power consumption that is within documented specifications for this device. Ts suggested further monitoring of this device or possible replacement. No adverse patient effects were reported. This pacemaker was explanted prophylactically at the discretion of the physician. A new pacemaker was successfully placed. This product is expected to be returned to boston scientific for investigation.